Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a blood clot was observed on the catheter that ¿cannot clean¿. The surgery was delayed due to the reported event. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2024, additional information was received. It was reported that the blood clot was found at the irrigation hole. No error messages (no alarm) were noted. The patient was anticoagulated, and the activated clotting time (act) was kept around 300. ¿the irrigation was using the pressure bag from hospital¿. The patient did not develop any neurological symptoms. The physician considered the clot excessive ¿since the catheter was working at la so this could develop to a stroke¿. On 26-jan-2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31006137l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).